Event description:
It was reported that this right ventricular (rv) lead was partially capped due to suspected lead conductor fracture and presented to the procedure with an elevated rv threshold. Moreover, x-ray did not confirm lead fracture. Additional information indicated that the lead was partially explanted and the remaining portion was capped. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.